Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error as well as a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not return the product back for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery tube. Unable to verify button error alarm or button/keypad unresponsive due to blank display. Insulin pump had corroded keypad traces, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.